Event description:
It was reported that the customer was hospitalized for high blood glucose. At the time of admission his blood glucose was 630mg/dl. He was wearing his insulin pump at the time. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.